Event description:
On (B)(6) 2014, the reporter contacted animas alleging blood glucose levels up to 435 mg/dl with increased thirst. The reporter indicated having open heart surgery in (B)(6) 2013 and again two weeks prior to the call. The reporter stated that since blood glucose levels had been elevated in the am and now was elevated all day long. The reporter indicated that using a syringe blood glucose levels would respond and the reporter indicated being concerned that the pump may not be delivering insulin as it should be. The review of the pump history showed that the pump indicated in the basal history 4.16 units delivered however the total daily dose history indicated only 0.96 units. The reported blood glucose does not meet animas criteria for an adverse event. This report is made based on the allegation of a discrepancy in the pump delivery history.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the last basal delivery was on (B)(4) 2014 and the last bolus was on (B)(4) 2014. Pump boots to the verify screen with audible and vibratory features. The total daily dose adds up correctly. No alarms related to the complaint recorded in pump history. Pump found to be delivering accurately and within required range. Pump successfully completed a delivery accuracy test. The display screen has a pinkish contrast; the screen is still able to be safely read. The battery compartment is cracked from threads to case seal. Returned battery cap has no damage and was able to carefully tighten to the pump to complete all testing. The keypad is torn at the ok key. The contrast, up, down and ok keys are intermittently responding to user presses. Removed the keypad cover; contamination was present under the contrast, up, ok and down key contacts. Investigators were unable to duplicate the reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.